Event description:
Customer reportedly received results of 98 mg/dl on the aviva system and result of 498 mg/dl on a professional meter within 10 minutes. No action was taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.